Event description:
It was reported that the 9900 system goes into sleep mode during the middle of a case. This is occurring before the 30 minute timer goes on. Also the 9900 system has failed to turn on for the first use. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pcb board was installed during the service call. The system was tested and found to be working as intended and put back into service.